Event description:
Complaint received alleging "original torn rotator cuff, due to heavy lifting and pain buster pump was inserted (B)(6) 1999 and (B)(6) 2000. Condition deteriorated and she had shoulder replacement surgery (B)(6) 2012 and doctor told her it was a "classic pain pump injury." Product not returned for evaluation. Patient required shoulder replacement. Per clinician at time of surgery, injury was related to use of pain pump.